Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a hernia repair procedure on (B)(6) 2018 and the mesh was implanted. Before use, it was found that the device had been frayed before use. Another device was used to complete the procedure. There were no adverse patient consequences reported.